Manufacturer narrative:
(B)(4). The device return status is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the proximal circumflex coronary artery, an unspecified stent was implanted. A second stent, a 2.25x23 mm rx xience xpedition stent delivery system (sds), was advanced but could not cross the lesion. Reportedly, a dissection occurred and the xience xpedition stent struts became deformed after its remotion (removal) from the artery. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: changed from adverse event to product problem. Confirmed date of event was (B)(6) 2015. Changed from serious injury to malfunction. Distal to stent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that the proximal circumflex coronary artery had moderate tortuosity, moderate calcification and 80% stenosis. Reportedly, the dissection occurred due to the balloon that was used to perform pre-dilatation and was not caused by the 2.25x23 mm rx xience xpedition stent delivery system (sds). The 2.25x23 mm rx xience xpedition stent sds was advanced through a previously implanted 3.0x33 mm xience xpedition stent and was unable to cross the lesion due to the patient anatomy. During removal of the sds, resistance was felt with a previously implanted 3.0x33 mm xience xpedition stent. Once the 2.25x23 mm rx xience xpedition sds was removed from the patient anatomy the stent struts were noted to be crushed and flared. A non-abbott stent was implanted to successfully treat the target lesion and cover the dissection. The patient outcome was good with no additional adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.